Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The device also passed the engineering 60 cycle life test. The handle on the device was open to verified connections; we did not identify any non-conformities. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro overheated and wouldn't shut off; the jaws were glowing red and smoky. It was noted that it was hard to connect the extension cord to the device. The cord and the device did not connect fully and it was estimated that there was a 1mm gap. During testing of the device, it activated and beeped normally for a second, but when the activation toggle was released, the device remained activated. A replacement device was used to completed the procedure, while using the same extension cable. The hospital did not report any patient effects.